Event description:
Customer reported that the down arrow button on the insulin pump is unresponsive. Customer reverted to using his old insulin pump. Customer was cycling and had the device in his pocket; it might have gotten wet from sweating. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.